Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation it was determined that the peritonitis event was related to the peritoneal dialysis catheter. The peritoneal dialysis catheter is not manufactured by baxter healthcare. Therefore the baxter minicap is no longer considered a suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 001841738 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy bag. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unknown date, during hospitalization, the patient started treatment with vancomycin (dose unknown and frequency not reported) intravenously (IV) for peritonitis. On an unknown date, treatment with vancomycin was stopped. Nine days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. On the same day as the recovery, dianeal and extraneal therapies were discontinued. The next day, the patient switched to hemodialysis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was reported to be due to a defective minicap. On unreported date(s), the patient was treated with fortaz intraperitoneally (dosage, frequency, and duration not reported) and vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient stated that prior to the peritonitis he was using minicap product code 5c4466p, lot number gd895771. A review of all batch record documents was performed for potentially associated lot number gd895771 with no issues noted during the manufacturing process. There were no issues detected during the manufacturing processes associated with the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Additional information: the cause of the peritonitis event was reported to be due to usage of a minicap with inadequate iodine. The recalled product is product code (B)(4) with lot number gd896589 affected and a malfunction of the minicap having an inadequate amount of iodine. Should additional relevant information become available, a supplemental report will be submitted.